Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2015 due to malposition. The modular head, acetabular cup and liner were removed and replaced.

Event description:
It was reported that patient underwent a hip procedure on an unknown date. Subsequently, a left hip revision procedure occurred on (B)(6) 2015 due to malposition. The cup, liner, and head were removed. A review of invoice history could not confirm the surgery dates.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number and expiration date - unknown; implant date ¿ unknown; 510k number - unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.